Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was discovered in set audit that the faulty aiming arms for antegrade standard locking guide causing the drill to miss holes in the nail. It is unknown if procedure was successfully completed. There is no patient consequence. Concomitant devices reported: aiming arm for antegrade standard locking (part #: 03.010.049, lot #: unknown, quantity 2); standard insertion handle (03.010.045, lot # unknown, quantity 3); drill bit (part #: unknown, lot #: unknown, quantity 1); nail (part #: unknown, lot #: unknown, quantity 1). This report is for one (1) aiming arm for antegrade standard locking. This is report 4 of 8 for (B)(4).